Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem, however, the reported system message was verified in the system's event log. Preventive maintenance was performed. The system was then tested and met product specifications. The system's event log was downloaded and sent for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, a red stop message was displayed. There was a significant delay in surgery. No other details were provided in the initial report. Upon following up with the reporter, she declined to provide any additional info.